Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a wire became stuck with the catheter. A 135 cm renegade hi-flo fathom system was selected for use. During preparation, it was noted that the wire could not be removed from the microcatheter. The device was not used for the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis in the carrier hoop and the guidewire was returned within the catheter. The catheter lumen was flushed and the guide wire was removed from the catheter with no resistance and inspected. No defects were noted. The catheter shaft was visually examined and no defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a wire became stuck with the catheter. A 135 cm renegade hi-flo fathom system was selected for use. During preparation, it was noted that the wire could not be removed from the microcatheter. The device was not used for the procedure. No patient complications were reported.